Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfs alleges elevated metal ions, metallosis, metal debris, synovitis, hip effusion, osteolysis of the proximal femur, pain, fear, anxiety, metal suffering limited adl, mental anguish and disability. Had large amount of brownish colored fluid and fibrinous brown material in joint. There was a continuing injuries, illness post revision. Plaintiff experiencing walking difficulty, hip pain, discomfort, hip cramps, difficulty sleeping, anxiety and emotional distress. However, there is no indication of any depuy products implanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes) . Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, injury, and elevated metal ions. Update rec'd: (B)(6) 2015 partial medical records received. Patient reported to have low metal ion levels of co 1 and cr 1.1. Patient was admitted for revision to address discomfort, osteolysis and disability. Complete revision procedure reports were not received. Update ad 10 sep 2019: (B)(4) has been re-opened under (B)(4) due to medical records and sticker sheets received. After review of medical records, the patient was revised due to painful tha of left hip, mechanical complication and metal debris induced synovitis, hip effusion and osteolysis of the femur. Operative note reported a large amount of brownish colored fluid, there is a mild amount of corrosion under the taper, fibrinous brown material in the joint with debris and brownish stained synovium, lysis in the greater trochanter and missing bone. Operative finding reported osteolysis in the femur and fluid pocket in the joint. Doi: (B)(6) 2006. Dor: (B)(6) 2015; (left hip).